Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test and motor test. No unexpected pump error 37 alarm or device test failed alarm noted during testing. Pump error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple p[ump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer also reported that during the self-test on the pump and received a pump error alarm. The customer reported that the displacement verification test was pass but the self test was fail. Customer¿s blood glucose was 125 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.